Event description:
A customer contacted haemonetics on (B)(6), 2011 to report a blood spill within an orthopat machine. No donor injury or reaction was reported. No operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6), 2011 to report a blood spill within an orthopat machine. No donor injury or reaction was reported. No operator injury was reported. Upon evaluation of the device the reported problem was verified. All damaged components were replaced including the power supply and the machine is now ready for use. (B)(4).